Event description:
Patient reported that on or around (B)(6) 2021 patient applied her v-go 30 device using proper fill, wear, and go procedure and within one hour or less patient noticed that the adhesive pad had became detached from her body. Patient removed and replaced with a new v-go without incident. Patient reports that the second incident occurred a few days later and patient experienced an uncomfortable sensation. Patient checked the v-go device and noticed that the adhesive pad was still attached to the abdomen but the needle had come out of patient skin and was occasionally poking patient. Patient removed and replaced the v-go with a new v-go device without any further incident. Patient reports that the 3rd incident she felt wetness around the area where the v-go was attached to her abdomen and about 5 minutes later the adhesive pad began to become detached from her body and she removed and replaced it with a new v-go device. Le of cavilon wipes.